Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, low distal occlusion pressure, which was confirmed during a review of the event history log as a constant downstream occlusion alarm. The downstream occlusion alarms were reproduced. During the evaluation, the downstream pressure plate gap was found out of specification. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high). The cause was determined to be the downstream tubing guide out of specification. The downstream tubing guide was replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced a "low distal occlusion pressure" which was clarified during baxter's evaluation as a constant downstream occlusion alarm. It was also reported there was no patient involvement.